Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the device: the balloon was dirty and covered by blood but, visible sign of defects were not visible on the balloon and the shaft such as kink, pressure marks or scratches. Afterwards, the guidewire lumen was successfully flushed without any leaks on the shaft. A guidewire 0.035" was advanced from the tip to the hub, no resistance was felt during the procedure. Then, negative pressure was applied to the system by a manometric syringe: the test failed as a stream of bubbles was detected in the water column. An attempt to inflate the balloon was made, but it failed because a pinhole was detected in the proximal part of the balloon. The magnification of the balloon at the microscope confirmed the pinhole. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an admiral xtreme otw pta balloon catheter to treat a lesion in the sfa. There was a higher degree of iliac artery tortuosity, and no high calcification. The device was inspected prior to use with no issues noted. Negative prep/purge was not performed on the device. During use, resistance was noted advancing the admiral xtreme through the cross-over- 6f sheath because of visible backbleeding through the side branch connection ( access to inflate the balloon) and the device kinked. After positioning the balloon in the sfa and before use, it was noted that blood was coming from the side port of the balloon. A pacific plus balloon was used. No addition vascular surgery necessary. No patient injury or clinical sequelae reported for this event.